Event description:
It was reported in a journal article that eleven (11) patients experienced a postoperative infection following knee arthroplasty. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00574, 0001822565-2022-00575, 0001822565-2022-00576, 0001822565-2022-00577, and 0001822565-2022-00578. Dauwe, j., vandekerckhove, b., bouttelgier, r., holzer, l. A., dauwe, d., vandenneucker, h. (29 jul 2021). Patient-reported outcomes after primary rotating hinge total knee arthroplasty: a multi-centre clinical cohort study. International orthopaedics. 45 (11), 2893-2897. Https://doi.org/10.1007/s00264-021-05162-7. Unknown nexgen rotating hinge knee femoral component catalog#: ni lot#: ni, unknown articular surface catalog#: ni lot#: ni, unknown patella catalog#: ni lot#: ni, and unknown femoral stem catalog#: ni lot#: ni. Correspondence author; the article notes that the majority of the procedures were performed at (B)(6) hospital, (B)(6) . Foreign report source: (B)(6) . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.